Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. However, device received with missing segments due to cracked zebra connector. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. Device had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the screen was distorted with vertical lines on the blank screen, there was a filled in black circle and number 888 at where the time should be. Customer's blood glucose was 101 mg/dl. Device did not pass the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.